Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, customer contacted technical support regarding an issue when trying to use the patient clearance function on the tornado button. It was only possible to press and operate the up button; the down button did not move the tornado. The customer also reported that they tried to reboot the system without success. The technical support engineer (tse) performed a log analysis and confirmed the customer¿s symptom through the error code 25745, which indicates a button down unstable or noisy. The tse guided the customer to perform a hard reset of the system, but the issue persisted. The surgeon informed that they would finish the surgery with three arms. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The error 25745 was found in the logs pointing to tornado down button confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator(usm) was installed onto a golden system where the tornado down button was not working, replicating the reported event. The usm was then installed onto a test platform where all relevant testing was passed within specification. Once testing was completed, the axes controller spar button board3(acsb3) printed circuit assembly (pca) was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.